Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that there was a "service pump" error on the roller pump. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The reported complaint was not confirmed. The service repair technician (srt) replaced the motor assembly and belt on the pump due to the large number of rotations made during extreme environmental testing. The srt performed preventive maintenance (pm) and verification/release test. The unit operated to the manufacturer's specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information on 17-oct-2015: the reported issue occurred during priming of the device for a cardiopulmonary bypass procedure. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
During the laboratory evaluation, the reported complaint was not duplicated. The product surveillance technician (pst) observed no anomalies on the roller pump or pump cable. With tubing installed and optimal occlusion, the pst began rotation at 7 liters per minute (l/min) for 16 hours. Mechanical agitation of pump performed, pump also lifted and turned in all directions while rotating; no problem found. The pst increased speed to 10 l/min with heavy occlusion (beyond optimal) for two and a half hours, then reduced occlusion to optimal setting with continued rotation for an additional 23 hours. The internal pump temperature reported was 38 degrees celsius before reducing the occlusion (typical). Internal temperature dropped to 34.8 degrees celsius after the 23 hour period with optimal occlusion (typical). No problem during the above periods. The pst reduced speed to 6.5 l/min for another 16 hours with optimal occlusion, no problem found. He powered off and placed device under test (dut) into cold chamber at 10 degrees celsius for 27 hours. The pst removed the pump from cold soak and immediately powered on and ran pump at 6 l/min with optimal occlusion. Initial internal temperature was 14 degrees celsius. After approximately 30 minutes, the occlusion was gradually increased until pump jam occurred. No abnormal pump behaviors were observed, pump jam behavior was typical, as designed. The pst reset occlusion to optimal and restarted rotation at 7.5 l/min for an additional three and a half hours, no problem found. The roller pump went through additional testing and extreme environmental condition testing at the manufacturer's engineering department. No problems found or anomalies observed. The product will be sent to service for further evaluation.